Event description:
There was a report of a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing to a new cartridge and successfully resuming insulin delivery before contacting technical support. The customer was advised to monitor the pump and follow up if further assistance was needed, which they acknowledged and understood.